Event description:
Consumer stated that the bristles were falling out of their proxabrush after the first use.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.